Event description:
It was reported that the fault battery system alarm occurred suddenly while the pt was being ventilated. The pt was manually ventilated while she was transferred to a second ventilator. No pt complications or permanent pt injury were reported. The distributor replaced the battery and no further product problems were reported to date.